Event description:
Four each of the mullan percutaneous trigeminal ganglion microcompression sets were opened and the balloons broke on each one. A fifth set was opened and the kit balloon did not break, the case was completed without incident. All lot numbers were the same. Dates of use: (B)(6) 2010. Diagnosis or reason for use: trigeminal neuralgia.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.